Event description:
Right colectomy, small bowel resection and lower anterior resection in 2004. 2 months later: ralc45 dlu was used to top off side-to-side anastomosis. Tissue appeared intact. Pt developed a small anastomotic leak and case was completed with competitive product.